Event description:
Reported issue: both deflated and pulled out. One seemed to have a pin hole in the balloon and another just looked like the balloon was defective. No injury reported. Associated MDR#s: 8040412-2023-00082; 8040412-2023-00083.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports "leak balloon may occur due to various reasons such as in contact with sharp object during use i.e contact with clamper, kidney dish/tray or overinflating. Balloon could also leak as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty like sediment could also possibly lead to balloon tear." The manufacturing site also reports, "a simulation test was conducted with representative samples from production. Samples were inflated with 30ml of distilled water and soak in water at 37 c for 14 days. Samples were removed from soaking after 14 days and check for any leakage. No issue was observed. Balloons are still inflated to its normal condition and shape. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: both deflated and pulled out. One seemed to have a pin hole in the balloon and another just looked like the balloon was defective.